Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month were not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the stapler locked during surgery. The device did not cut or deliver any staples. The jaws never opened. There were no patient consequences. No additional information is available at this time.